Manufacturer narrative:
(B)(4). A4 : weight: correction; a4: weight units: correction; b5: describe event or problem: correction; e1: initial reporter zip code: correction; h2: type of follow up: correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dexcom app crash occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.